Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell # 2. The broken front cover and load cell failure were likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed damaged with a piece of plastic broken off near one of its screws, unrelated to the reported complaint. This observed physical damage is characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the issue. During further inspection, it was noted that the encoder driveshaft was difficult to be manually rotated, unrelated to the reported complaint. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was resolved by deburring the clutch plate. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test revealed that load cell # 2 values were over-reporting, which caused the ua07 advisory messages. The failed load cell #2 was replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) did not retract the lifeband and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer attempted to retract the lifeband but was not successful and could not clear the advisory message. No patient involvement.